Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection. The patient's mother reported that the connection was restored after one hour. No additional patient or event information is available.